Event description:
As reported to medtronic, crews responded to a dialysis center for a pt in respiratory arrest. During transport to the hosp, the pt converted to full cardiac arrest. The pt was in v-fib, an attempt was made to deliver a shock to the pt. The device charged, but would not discharge with the shock buttons were pressed. The device operator stated a click was heard when the shock buttons were pressed, but no energy was delivered to the pt. CPR was resumed and the pt converted was alerted to expert a full cardiac arrest. Before arrival at the hosp, the pt again converted to a shockable rhythm; the hosp was able to successfully deliver a shock to a perfusing rhythm. The pt is recovering in ICU.

Manufacturer narrative:
Medtronic continues to investigate the reported event.